Event description:
The customer reported that the system displayed an interlock failure error message during a procedure. This error message likely caused the system to lock-up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.